Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 42 mg/dl at the time of incident. The customer did experienced symptoms due to low blood glucose such as shaking, blurry eyes. The customer treated low blood glucose with sugar water and by discontinue use of insulin pump. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege over delivery on insulin pump. No further patient complications were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned device for alleged over delivery and low bg found on (B)(6) 2022. Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at .0871 inches. No unexpected alarms/alert/anomalies noted during testing. The history/trace downloads were successful using thus and carelink. The following boluses were delivered on event date: daily total of bolus insulin delivered = 0.4 u test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay. Device passes function testing. Unable to verify customer alleged for low blood glucose or possible over delivery anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.